Manufacturer narrative:
Updated data: h2 h3 h6 image review: six media images of the event reported. An executive summary was provided which shows the valve falls inline with a 26 millimeter (mm) evolut with calcium (ca+) in the annulus and left ventricular outflow tract (lvot). There is also evidence of heavy leaflet ca+ with possible valve placed in the mitral position. A fluoroscopic valve check was provided and evidence showed it was a good load. Evidence showed the valve at the start of deployment in the cusp over lap view to be approximately 3mm on the non-coronary cusp (ncc). There was no evidence of the valve at the point of no recapture in the near cusp overlap view to confirm depth of the on the ncc. There is evidence in a left anterior oblique (lao) projection at the point of no recapture with the depth on the left coronary cusp (lcc). Evidence showed the valve is approximately 3-4 mm on the lcc. There is evidence of the valve all full release with the delivery catheter system (dcs) still through the valve and the pigtail above the outflow of the valve. Without contrast the depth of the valve cannot be confirmed, however the valve does appear to be in a shallower position than the previous image and appeared constrained at the inflow. Once the dcs was removed there is evidence of the valve in a shallow position with paravalvular leak (pvl). In these images the pigtail was still in the outflow of the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot number (unknown); product type: 0195-heart valves; implant date: non-implantable device. Product ID l-evolutfx-2329; product, lot number (unknown); product type: 0195-heart valves; implant date: non-implantable, device product ID: pigtail catheter (non-medtronic product); product lot number (unknown). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-26, the valve was deployed and successfully released from the delivery catheter system. During withdrawal of the pigtail catheter, the valve dislodged. The valve was captured with a snare and pulled back into the ascending aorta. A new valve from another manufacturer was implanted. The patient left the operating table in stable condition.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.